Event description:
The distal femoral jig pin hole fell out.

Manufacturer narrative:
Examination of the returned device confirms damage around the bushing housing, and the bushing has migrated downward. The bushings were assembled to the device in the correct orientation. CAPA-(B)(4) is currently underway to investigate this issue. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device confirms damage around the bushing housing, and the bushing has migrated downward. The bushings were assembled to the device in the correct orientation. (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.